Event description:
A customer reported a cutter was not cutting halfway during a cataract surgery (with iol implant). The surgery was completed on same day. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector in a tray with other items. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Nominal wear observed, on inner cutter, when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed, to be slightly bent. Gouge marks observed, at cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed, due to an interference within the probe. And once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identifiation) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms, the probe had a cut failure, the evaluation also indicates, the probe had an actuation failure. The most likely, cause for the poor cutting is the observed, gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined, from this evaluation. A secondary contributing factor for the cut failure, and the most likely, cause of the actuation failure is the bent inner cutter. A bent inner cutter can impede the movement of the cutter shaft. How and when the inner cutter became bent cannot be determined, from this evaluation. However, a manufacturing related root cause could not be ruled out. An internal investigation has been initiated in order to investigate the root cause of the bent inner cutter. No additional actions with regard to this complaint were taken by the manufacturing site, because the exact root cause of the cut failure could not be determined, from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).